Event description:
It was reported that the handheld was having some screen freeze issues during interrogation. Soft and hard resets have been performed to resolve the issue. A replacement handheld was sent to the site for use. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.